Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported being unable to test blood glucose due to an ¿error 3¿ message on the adc device. As a result, the customer experienced described as ¿clammy and pale¿ and was unable to self-treat. The customer had contact with a healthcare professional who administered gluco-gel and glucagon (1mg powder) injection for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.